Manufacturer narrative:
Product analysis: visual review confirms rod broken. Multiple witness marks noted on rod. Damage noted to fracture surface periphery. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified multi-modal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately 40% of the way through the cross-sectional area, followed by another region of increased material disruption, river lines, and shear lips, which are consistent with overload, and which appears to have resulted in subsequent failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for sale in us but a similar device with catalog # 869-021 and 510k #(B)(4) is aproved for sale in us. The device was not returned to manufacturer for evaluation but review of submitted pictures of product reveal: "submitted images of rod fracture appear to show some evidence of a multimodal fractures, with an initial region with evidence of progressive convex striations (beach marks) approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant."

Event description:
It was reported that on an unknown date patient with degenerative lumbar scoliosis underwent posterior fusion and interbody fusion from l2 to the ilium with the use of the medical device (spinal rod) and the concomitant medical devices (spinal screw, etc.) Postoperatively in (B)(6) 2015 it was observed that screw at il was coming off with back pain so revision surgery was scheduled. On (B)(6) 2016: when the surgical site was opened, fracture of the spinal rod, and loosening of the spinal screw was found in the right side of l5 and both sides of the sacral and the ilium; consequently, the spinal rod was replaced and the fixation range was extended up to th10.